Event description:
Medtronic received information that during use of a 20012 dlp aortic root cannula, the customer reported that upon insertion of the cannula, the surgeon could not remove the stylet, it was stuck. The entire cannula was removed and replaced with same medtronic cannula to complete the procedure with no issue. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tip to be free of damage, however, the male luer stem of needle introducer appears to have been inadvertently bonded to the female luer during assembly and when it was removed the luer cracked/split. Cannula is not considered functional. Reason for return was confirmed. Conclusion: after investigation at medtronic, complaint is confirmed for bonded luer connector. This complaint is the result of a manufacturing issue - as the components were inadvertently bonded during assembly. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from june 2020 through august 2021 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.